Event description:
It was reported that 8 days post implant of this 28mm tricuspid annuloplasty heart-band, the patient developed atrial fibrillation (af) which converted to complete heart block (chb) during cardioversion. It was reported that a dual-chamber cardioverter-defibrillator (ICD) was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the patient also received a medication bolus of multiple amiodarone doses. Subsequently, 16 days post defibrillator implant, the patient was in atrial fibrillation. A successful cardioversion was performed 1 month later. Then, 1 month post successful cardioversion, the patient was in atrial fibrillation. One month later, another successful cardioversion was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.